Event description:
The customer reported that while the unit was in use on a patient, the unit generated an electrical test failure alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.